Event description:
The patch leaked blood for approx 15 minutes. The quantity that leaked through the patch is unknown. The leakage was stopped with avitene, surgicel and pressure. Post-operatively the pt did well. This is all the info reported to co by the dr.

Manufacturer narrative:
The returned, unused product from this lot was evaluated and found to be within specification for porosity. Since the actual product involved in the incident could not be returned for evaluation, the exact cause of the dr.'s experience is unk. Code 86: the mfg batch records for the device were reviewed. Code 100: the batch records were not atypical - no similar incidents against this batch.